Manufacturer narrative:
Sc-5132 (B)(4) device evaluation indicated that the complaint could not be reproduced or verified. The spectra ets passed visual inspection. No anomalies were observed when the stimulation of the spectra ets was monitored on both ports (c/d and a/b) for 24 hours. Impedance readings were within the normal range. The spectra ets passed the functional test. The device exhibits normal device characteristics.

Event description:
A report was received that a trial patient was experiencing a giant shock from the battery which made her unable to move. It was noted that the cable was coming out from port c and d and it gave the same shocking when the patient wiggled it. The external trial stimulator (ets) was replaced and the patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2316-50e, serial: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that a trial patient was experiencing a giant shock from the battery which made her unable to move. It was noted that the cable was coming out from port c and d and it gave the same shocking when the patient wiggled it. The external trial stimulator (ets) was replaced and the patient was reportedly doing well.